Manufacturer narrative:
Procode other: udf. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, after proper bone prep and predrilling, the 4.0 cannulated screw was being inserted into the distal tibia. The screw broke in half, leaving threads buried inside the bone. The other portion was retrieved from the patient.

Manufacturer narrative:
The product was not returned. However, a photographs was provided for review. Inspection of the provided image shows the screw is broken where the threads transition to the shaft. The threaded portion of the broken screw is not visible in the images provided.